Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and/or images but was denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated. H6: result code: remove code 3221. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, an additional limb stent graft extension was implanted due to sac growth with no identified endoleak. Approximately six (6) years post initial procedure, endologix was notified that the devices were explanted and that the patient had expired. The cause of explant and death were not provided. As the date of death was not provided, a best estimated of (B)(6) 2019 is being used as this was the date that the devices were explanted. No further information is available at this time but additional information has been requested.